Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. PMA/510(k) #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. No lot # provided. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd vacutainer® edta tubes were underfilling.

Manufacturer narrative:
Date received by manufacturer.